Event description:
It was reported that during the pre-use check, the tube was kinked (or bent). No patient injury reported.

Manufacturer narrative:
Device lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one picture was received for evaluation. Visual inspection found the tube detached from the connector. Base on the evaluation of the sample received bent issue is not confirmed, the issue observed was detached tube between the connectors. The root cause of the reported issue was found to be lack of solvent in connection. Awareness notification for failure mode reported to production personnel was issued by the quality engineer july 26, 2022. Additionally, all mitigations in place were verified and it was confirmed execution accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).